Event description:
Some metal particles were found after reamining for a tibial nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.